Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient faced two events of high blood glucose level on(B)(6). 2024. Therefore, the patient went to hospital. No further information was available.

Manufacturer narrative:
Patient city: (B)(4).